Manufacturer narrative:
(B)(4). Investigation results: a partially deployed ultraflex esophageal stent and delivery system was returned for analysis. Visual evaluation of the device found that the shaft was bent. Functional evaluation found the shaft bowed during a failed deployment attempt but the stent was able to be manually deployed by pulling directly on the deployment suture. No other issues were identified with the device. The noted damages indicate difficulty was experienced during attempted deployment and are likely due to anatomical or procedural factors such as the tight stricture or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal distal release covered stent was to be used in the esophagus to treat a malignant stricture during an esophageal stent placement procedure performed on (B)(6) 2016. Reportedly, the stricture was tight and had been dilated prior to the attempted stent placement. According to the complainant, during the procedure, the stent failed to deploy. The complainant reported that the suture cord loops could not be released and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex esophageal stent was returned partially deployed.